Manufacturer narrative:
Continuation of d10: product ID wr9200 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial (B)(6) : analysis of the recharger, model wr9200 , s/n (B)(6) , revealed the device is unresponsive. The flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient couldn't recharge their rechargeable implantable neurostimulator (ins) due to problems with the wireless recharger (wr). When connected to the dock the three battery icons of the recharger flashed fast one at a time. It was impossible to turn it on. There were no known causes. Resetting the wr didn't resolve the issue. There were no symptoms reported and the wr would be replaced.